Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-511a-1673: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the fiber is cracked but not completely fractured 2 1/2 inches from the distal tip. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, excessive fiber life was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "ok" reported.